Event description:
--

Event description:
Boston scientific received information that this right ventricular lead exhibited noise and out of range impedance measurements. The lead was unable to be extracted, so it was surgically abandoned. There were no further adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned beyond the yoke. Analysis of the returned portion of this product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the returned segment was analyzed. Electrical testing of the returned segment found it to be electrically continuous. Visual inspection noted blood or body fluid in the lead but this is not likely to have contributed to the clinical observation of high impedance, the allegation could not be confirmed by analysis of the lead segment returned.